Event description:
As reported for this event by the customer, the device yielded no image with only a black screen showing. There is no reported harm to any patient.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image yielded by the device. Other observations for the device is the distal end rubber coating has a pinhole and a chip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum (B)(6) 2022: the event occurred during pre-use inspection. There is no patient involvement.

Manufacturer narrative:
Additional information has been received for the event and device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. No repair history was confirmed during the past year. Root cause for the no image event could not be confirmed. However, it is likely that it was caused by failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side.